Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter eye widths were found to be below specification during the sample evaluation.

Manufacturer narrative:
The reported event was confirmed. Five orange intermittent catheters were returned with their original packages. Three of the packages were unopened. The eye widths measured were found to be below specifications. A potential root cause could be "operator error", "dull punch dies", "machine error", or "preventive maintenance not performed". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter eye widths were found to be below specification during the sample evaluation.